Manufacturer narrative:
The reported issue was not confirmed during on-site troubleshooting performed by our field service engineer (fse). Performed pre-use check (puc) passed without deviation and no issues were noticed during ventilation on a test lung. Logs were downloaded and sent for evaluation. The described swap of the ventilator when the user heard the clicking sound and alarms could be explained by received device logs from the end of ventilation as the ventilator was switched off and not put into standby. The logs show a user interaction six minutes before switching off the ventilator as the peep level was changed to 9 cmh2o. Five minutes later an alarm for high peep was generated and the alarm was then silenced also indicating a user interaction. This was followed by high pressure alarms and ultimately an alarm for ¿high continuous pressure¿ was generated. Per design, at such situation the safety valve opens and the breathing cycle is terminated. This could have been interpreted by the user as clicking sound followed by stop of ventilation. Our conclusion is that the generated alarms do not indicate a stop of ventilation situation but a high pressure situation. Test log shows that performed puc prior to and after those dates had passed without deviations. The root cause of the reported alarms has not been determined but based on the logs and performed troubleshooting, those were not due to a ventilator malfunction.

Event description:
It was reported that while connected to a patient, the ventilator was giving clicking sound, then started alarming and stopped ventilating. The ventilator was swapped with another unit and patient ventilation continued. There was no harm to the patient. (B)(4).